Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient-device incompatibility (failure to seal) could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Patient-device incompatibility (failure to seal the perforation) may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Based on the information provided and without the device to examine, the reported patient-device incompatibility (failure to seal) cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 4.0x19mm graftmaster covered stent was implanted; however, unsure if the perforation was sealed. A second stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.